Event description:
Received letter from attorney claiming that his client received burns on her right neck, right shoulder and chest. Attorney claims that his client underwent surgery for debridement of the burns and skin grafting.

Manufacturer narrative:
Additional information has been requested from attorney. Will file supplemental MDR upon receiving additional information. Very little information has been provided.